Event description:
The customer reported the system was difficult to steer. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering shaft was adjusted. The system was then found to be operating as intended.